Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime, and displacement tests. The device was received stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The device had minor scratched lcd window, cracked case near display window corners, and cracked reservoir tube lip.

Event description:
It was reported that the customer received a motor error alarm on the insulin pump. The customer's blood glucose was 30 mmol/l, which was treated with injection. During troubleshooting, it was found that the insulin pump was not exposed to a strong magnetic field or magnetic resonance imaging machine. The customer does not use the sensor feature on the insulin pump. She was able to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. Nothing further was reported.